Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, the blade broke at the cutting end. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The returned blade was measured where possible and all critical specifications were met. Investigation results indicate that the precision cartridge blade was hitting metal while continuing to operate the blade. The force and continued impact caused the blade material to deform causing the blade to fracture. The IFU for the associated handpiece (7209-009-700 rev c) states "the stryker precision system is intended for use in the cutting and shaping of bone and other bone related tissue."

Event description:
It was reported that during a total knee procedure, the blade broke at the cutting end. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.